Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, upon attempting the right ventricular (rv) lead through the sheath, the lead became kinked and the coils appeared damaged. The physician removed the lead. A second lead was attempted and high thresholds and low impedance was observed at multiple attempts in several locations. During the repositioning, the helix became increasingly more difficult to extend and retract. Eventually, the helix would only extend and retract after 20 or more rotations. The physician opted to use a third lead to complete the procedure. No patient complications have been reported as a result of this event.